Event description:
The catheter is drawing air with every flush & aspiration. Pt says she is having to flush the catheter every 1 1/2 days instead of every week. The catheter is now drawing more air than fluid, the catheter is being used for chemotherapy.